Event description:
It was reported that the pacemaker alerted due to entering safety mode. Technical services recommended device replacement. The pacemaker remains in service at this time and no adverse effects were reported.